Event description:
It was reported that after a stage one left dbs lead implant procedure on (B)(6) 2025, imaging showed a hematoma. The physician opted to explant the lead to address the issue.

Manufacturer narrative:
It was reported that the patient had a stage 1 left side dbs lead placement this morning. Post op imaging showed a hematoma. The surgeon elected to remove the lead that was placed this morning. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there is no complaint allegations present nor were the circumstances of the event attributed to the implanted system.